Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse confirmed that the batteries were not charging. The fse the took batteries out and put them in a different machine and they both starting taking a charge. The fse disassembled the original unit and removed the power management board. The fse installed a new power management board and tested to see if the batteries started charging. The unit began to charge. The fse reassembled the unit and ran the unit through a complete calibration and electrical safety test. The unit was cleared for clinical use. (B)(6).

Event description:
It was reported that during a daily check conducted by the user the cardiosave intra-aortic balloon pump (iabp) had batteries that would not charge. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6, h10, h11 corrected fields: e1- (site country, event email address is wrongly added), e3 is wrongly added. A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse confirmed that the batteries were not charging. The fse the took batteries out and put them in a different machine and they both starting taking a charge. The fse disassembled the original unit and removed the power management board. The fse installed a new power management board and tested to see if the batteries started charging. The unit began to charge. The fse reassembled the unit and ran the unit through a complete calibration and electrical safety test. The unit was cleared for clinical use.

Event description:
N/a.